Manufacturer narrative:
H6: component code: g01003. The complaint investigation for a false confirmed positive result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a returned specimen. The review of complaints for lot number 22313fn00 and sub lot searches did not identify an increase in complaint activity. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 22313fn00 and the complaint issue. Specificity testing was performed using a retained kit of reagent lot 22313fn00. All specifications were met indicating that the lot is performing acceptably. A review of the labeling addresses the customer¿s issue. Per product labeling, if the architect hbsag qualitative ii confirmatory results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute and chronic infection. Due to the high sensitivity of the assay interfering substances may trigger positive assay readings. Neutralization will reveal if the signal was generated by hbsag or interfering substances. The interpretation of not confirmed for hbsag indicates the presence of hbsag cannot be confirmed via neutralization. In-house architect testing was performed for the returned specimen (sid (B)(6)). The results of this testing did not agree with the confirmed positive result observed by the customer for the serum bank sample but agreed with the original architect results obtained at the customer site for sid (B)(6) (reactive hbsag results and a not confirmed disposition with the architect hbsag qualitative ii confirmatory assay). The reason for the confirmed positive result on the architect hbsag qualitative ii confirmatory assay with the serum bank sample could be due to sample handling issues. Also, this sample was not tested according to package insert instructions. Per the package insert a 1:500 dilution is used after a neat sample generates an s/co of 10 or greater and a % neutralisation of less than 50%. A neat sample of the serum bank specimen was not tested by the customer in this case. Additionally, the architect hbsag qualitative ii confirmatory assay is intended to be used for the confirmation of samples found to be repeatedly reactive by architect hbsag qualitative ii. The serum bank specimen was not tested and found to be repeatedly reactive with the architect hbsag qualitative ii assay. Based on the investigation, architect hbsag qualitative ii confirmatory, lot 22313fn00 is performing as intended and no systemic issue or deficiency was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was the device serviced by a third party? No. Patient identifier: sid (B)(6). This report is being filed on an international product, list number 02g23 that has a similar product distributed in the us, list number 04p54. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) architect (B)(6) qualitative ii confirmatory results generated on the architect i2000sr instrument for one patient. The following results were provided: sid (B)(6), generated an alinity s (B)(6) result of (B)(6); on (B)(6) 2021, sid (B)(6), generated architect (B)(6) qualitative ii confirmatory results of (B)(6); the sample was diluted 1:500 and then repeated on the architect and the results were (B)(6). On (B)(6) 2021, sid (B)(6), was processed the alinity I processing module and generated results of (B)(6); the sample was diluted 1:500 and then repeated on the alinity I and the results were (B)(6). On (B)(6) 2021, the customer thawed a tube from this same donor from the serum bank and processed it on the architect and the alinity I. The results were: architect (B)(6) qualitative ii confirmatory results (B)(6); alinity I (B)(6) qualitative ii confirmatory results (B)(6). No impact to patient management was reported.